Event description:
It was reported that the pace/sense lead was fractured. The lead was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: implantable cardio-verter defibrillator. Product ID: d154vwc, implanted: (B)(6) 2007. A implantable defibrillation lead, product ID: 6937a-35, implanted: (b)(60 )2007. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary # product ID# 4968-25 the lead was returned, analyzed was performed and no anomalies were found, visual summary analysis of the lead indicated apparent explant damage.